Manufacturer narrative:
The technician found the brake/steer rocker arm is missing from the head and foot end of the stretcher. The technician replaced the brake/steer linkage to repair the stretcher.

Event description:
Information received indicates, the brake will not hold when the brake pedal is engaged.